Manufacturer narrative:
Device has not been received for analysis as of the date of this report.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure withdrawal resistance was experienced. The lesions were located in the left anterior descending (lad) artery and the diagonal (not at the bifurcation). The diagonal was 2.25mm in diameter and 90% stenosed. The patient arrived at the catheterization lab experiencing angina. The physician pre-dilated the lad with a voyager 3.00x20.0mm balloon at 16 atms for 20 seconds and with a sprinter 3.50x20.0mm balloon at 14 atms for 20 seconds. Then the physician successfully implanted three taxus liberte drug eluting stents (des) in the lad: 4.00x20.0mm, 3.50x24.0mm and 2.50x16.0mm. To optimize the results, the physician decided to attempt to implant a taxus liberte 2.25x16.0mm des in the distal portion of the diagonal. The stent was dilated at 16 atms for 20 seconds and also post-dilated with the same balloon. The stent was successfully implanted and well apposed. When the physician attempted to withdraw the stent delivery system (sds), he experienced resistance. He tried to remove the sds a few more times and finally was able to remove it. There were no patient complications. This product is only ous approved but it is similar to a marketed us device.